Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product (axsym total psa, catalog #7k53-20) that has a similar product distributed in the us (axsym total psa, catalog #3c19).

Event description:
The customer stated that an axsym total psa result of 2.4 ng/ml was questioned because the patient was diagnosed with metastasized prostate cancer. Another sample from the patient was tested using the centaur method and the result was higher than the reportable range. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). To investigate the customer complaint, the following was reviewed: performance of axsym total psa reagent kits through analysis of in-house testing data, other registered complaints, (B)(4) studies and an (B)(4) study. Data generated internally prior to releasing any lot of axsym total psa for sale to customers was reviewed. This review focused on results generated for controls and for serum-based samples that are of various concentrations. From this review, it was concluded that axsym total psa reagent kits are performing within their intended use, label claims and specifications. Complaint tracking and trending for axsym total psa was reviewed. No trends were identified relating to the customer complaint. The possibility that a high dose hook effect for axsym total psa assay that might lead to falsely depressed results was assessed. Results of (B)(4) studies have shown statistically significant discrimination for the axsym total psa assay in distinguishing between samples at a concentration of 50 ng/ml and samples at a concentration of 193.5 ng/ml. Data from (B)(6) study was reviewed and demonstrated that the axsym total psa assay returns sample concentration values in the same range as the avida centaur assay. The concentration of psa determined by different assay methods can, however, vary due to differences in assay methods and reagent specificity. The axsym total psa package insert states that: "values obtained with different assay methods cannot be used interchangeably". Based on the investigation performed, no product deficiency was identified. This is the final report.